Manufacturer narrative:
It was reported on (B)(6) 2024 the "doctor pulled back plunger of syringe and it broke apart". The customer reported there was no patient involvement. The customer reported they utilized another syringe after the incident occurred. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported on (B)(6) 2024 the "doctor pulled back plunger of syringe and it broke apart".